Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation a hysteroscopy was first performed. The ablation was completed and upon going back in via hysteroscopy no ablation was seen. "Another device was inserted but they were having trouble getting past 3 for width." Hysteroscopy was performed again and it was noted that a false passage was ablated. The patient was going to be monitored. No additional information was received.